Event description:
The customer called to report the paramedics were called to her home due to low blood glucose. The blood glucose reading was 29 mg/dl. Troubleshooting was performed and the insulin pump passed the leadscrew test. The insulin pump was also programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product as been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.